Event description:
The user reported that about a year ago continued pain which felt like "superficial soreness" on the implant site, even with light pressure. The pain gradually worsened, the magnet strength is too weak and falls off easily. This required the user to remove the external device periodically throughout the day. Furthermore, the pain is present with and without the use of the device. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the painful sensation was caused by a migration of the implant housing from its intended position as confirmed during explantation surgery. This is a final report.

Event description:
The user reported that about a year ago continued pain which felt like "superficial soreness" on the implant site, even with light pressure. The pain gradually worsened, the magnet strength is too weak and falls off easily. This required the user to remove the external device periodically throughout the day. Furthermore, the pain is present with and without the use of the device. The user has been re-implanted.